Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post placement loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors, bone quality and/or post-operative complications. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure. Proper intended use of the implant and medical history are throughly to be assessed prior to procedure as described in the instructions for use.

Event description:
Implant became painful in patient's mouth and patient was placed on antibiotics and infection still occurred in the patient's mouth before a chance of prosthetic restoration. Stability was achieved but osseointegration was not achieved. Bone quality was type ii.